Manufacturer narrative:
Correction: this event was reported against the unknown- fmc cassette in error. Air leak events are deemed to be non-reportable. Therefore, this is not an MDR reportable event.

Event description:
A peritoneal dialysis patient reported receiving the error message air detected in the cassette. The patient stated that he received the error three times during that same treatment prior to calling. The patient ensured that the patient line is fully connected to him. The patient stated that there is no air bubbles in the patient line or drain line. Technical support assisted in troubleshooting. However m31 and immediately returned. The treatment was cancelled. The cassette was dry when it was removed from the cycler.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving the error message air detected in the cassette. The patient stated that he received the error three times during that same treatment prior to calling. The patient ensured that the patient line is fully connected to him. The patient stated that there is no air bubbles in the patient line or drain line. Technical support assisted in troubleshooting. However m31 and immediately returned. The treatment was cancelled. The cassette was dry when it was removed from the cycler.